Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve upon release, the valve moved to 10 non-coronary cusp and 18 mm at the left coronary cusp with moderate to severe pvl. A second transcatheter bioprosthetic valve was implanted. A post implant balloon aortic valvuloplasty (bav) was performed and mild/moderate pvl remained. No adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. In this case, it was learned that the valve was positioned deep leading to the pvl. Various factors can affect valve positioning, such as patient anatomy or physician experience, and the cause of the suboptimal placement could not be determined with the limited information available. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, and compliance of the aorta and native vessels. Without review of the angiographic imaging of this case, an assignable root cause cannot be determined at this time. It is possible that the reported left ventricular assist device (lvad) may have contributed to this event. Overall, there was no information to suggest a device quality deficiency related to this event. If information is provided in the future, a supplemental report will be issued.